Manufacturer narrative:
A company representative was onsite when the event occurred and noted patient movement during treatment. It is expected that once docked to the system, the patient would not move for the duration of the treatment. Patient movement can result in incomplete treatment; consistent with this event. A review of the manufacturing records did not reveal any related nonconformity during manufacturing. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported incomplete and thin flap can be attributed to patient movement. The root cause of the reported torn flap can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an area of non treatment and corneal flap perforation of the right eye during corneal flap creation. The surgeon had docked on the eye and used the decentration offset to move the flap superiorly. When the laser started the patient started to move and there was torsional movement of the eye. The surgeon did not stop the laser during this time. It was noted on the monitor that there was an area just superior to the central cornea that did not look like it was treated. As the surgeon attempted to lift the flap he again noted the area of non treatment and attempted to lift that area with a spatula and blade; this resulted in a flap perforation. At this point the surgeon elected not to treat the eye until a later date.